Event description:
It was reported that the xenon light source had the front panel blinking, the switch at the 12:00 position was not working when it was exercised, the plastic tab inside the socket was sticky and was not moving freely, the connection was loose, and when connecting the universal light guide adapter, the connection did not stay secured and felt loose. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.